Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device was not returned.

Event description:
Patient initially implanted with non-endologix bi-lateral stents at the aortic bifurcation. On (B)(6) 2016 patient was implanted with a bifurcated stent. Patient presented to emergency room with abdominal pain and the patient was diagnosed with a graft infection. The physician elected to explant the device and complete an open repair. The patient is stable.